Event description:
Tpn bags dispensed to pts with inaccurate volumes reported: according to the customer contact, there had been "multiple" complaints from nursing that the tpn bags were either running dry before the scheduled bag change or had significant overfill. There were no adverse pt events or change in lab values reported requiring medical interventions related to the volume/concentration inconsistencies. There was no specific pt info available. There was no add'l info available.